Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose ranged from 120 mg/dl to 245 mg/dl. Reportedly, the customer either loaded a new cartridge or reloaded the existing cartridge successfully and received an accurate fill estimate.